Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged developed headaches, upper airway irritation and coughs up mucus, chest pressure and now was taking medication for sinus congestion and feels dizzy. Patient has been diagnosed with skin cancer and also states has been experiencing trouble breathing. No other clinical information was reported. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Seconday findings such as dust was observed on bottom enclosure of humidifier, pca, blower box lid and sound abatement foam. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The internal investigation of the humidifier showed that there was an unknown dust contaminate on the bottom enclosure and the heater plate enclosure. The investigation confirmed that there were signs of an unknown dust contaminate on the pca. There was also dust on the blower box top. An excessive amount of dust was observed in the sound abatement foam. There were no signs of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).